Event description:
Obital atherectomy device got stuck in left anterior descending (lad) artery lesion and was retrieved with evidence of perforation of the artery. Graftmaster stent was placed in lad artery. Viperwire: ref # gwc-12325lg-flp. Lot # 11034675. Diamondback 360: ref # dbec-125. Lot # 250394.